Manufacturer narrative:
This report is being supplemented to provide additional information corrections based on the legal manufacturer's final investigation. G2 was corrected to accurately indicate that the report source is foreign. Although the image failure was confirmed, scope communication error e221 was unable to be confirmed during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the 4k camera head relayed scope communication error e221, and no image was displayed. The issue was identified during preparation for a therapeutic cholecystectomy procedure. The patient was not sedated when the issue was found, and a similar device was used for the procedure with no delay. There was no patient injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The reported issue could be confirmed during testing; image blackout did occur intermittently due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.